Event description:
During the vein preparation the tip from the valve cutter seperated from the embolectomy catheter and lodged in a branch of the by-pass vein. The surgeon found the tip and removed it from the branch of the vein.